Manufacturer narrative:
No prod returned for eval. Should new info become available, a follow up supplemental report will be submitted.

Event description:
Rec'd info regarding a cartridge alarm 1 during basal delivery. Customer's blood glucose level was impacted. Customer was able to load a new cartridge successfully.